Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon investigation no failure could be found. A functional and safety check was done. Furthermore an endurance test was executed, no heat development outside of spec. Was detected. Heat development of the device is within the expected range. No failure found. The described failure could not be confirmed. Several warnings already contained in the related IFU. "Danger of burns. Contact with the open end of a light cable connected to a cold light fountain can possibly lead to burns." "High energy radiated light through endoscopes may give rise to high temperatures in front of the light outlet and at the tip of the endoscope." The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
As reported: "when performing a bladder fibroscopy, when introducing the endoscope a slight smoke appears. After immediate removal of the device, we found a whitish stain on the patient's urethral meatus. At our request, he reported feeling warmth. In addition, the distal end of the endoscope was warm, as was the tip of the cold light cable (tip connected to the cold light source).superficial thermal burn of the urethral meatus. Actions taken in the health care institution for the care of the patient : patient under surveillance."